Event description:
Reportedly, the balloon did not inflate/balloon could not maintain inflation at the insertion. Hole-like damage was found on the balloon. He requested to evaluate if there was a missing piece on the balloon or not. No pt complications.

Manufacturer narrative:
Evaluation summary: balloon ruptured in the central area. Latex appeared to be missing at this region. Device not returned.